Manufacturer narrative:
B4:13jul2021. Due to the covid-19 pandemic, the hospital was closed, and the ventilator could not be evaluated and repaired at this time. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, the following has been reported: the issue was found during testing, which is outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
It was reported there was an over voltage protection fault. There was no patient involvement.